Manufacturer narrative:
The alleged issue of the patient lift rear castor bolt breaking off couldn¿t be confirmed, and the underlying cause couldn¿t be determined. However, the description of the incident is consistent with a previously investigated malfunction. The most likely underlying cause of this failure was found to be poorly defined specifications. On may 24, 2016, a design change which added a specific torque requirement and a material specification for the caster mounting bolt was implemented. This device was manufactured by invacare suzhou in july of 2014, prior to the design changes. However, suzhou is no longer an active manufacturing site and invamex will be used as the manufacturing location for filing purposes. The user wasn't in the lift at the time of the incident. There was no indication of injury as a result of this incident.

Event description:
The reporter stated the patient lift rear caster bolt broke off.